Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 was failed. A field service engineer found that the drawer 1.1 cubie pockets were not being detected. The rear panel was removed, and the controller board indicator lights were found to be on. The station was shut down, and all cables within the drawer were reseated. After restarting the station, the drawer was tested using the hardware test application and functioned correctly. An acceptance test was then completed successfully. The application was restarted, after which the customer was able to access the drawer and inventory medication without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1.1 failed and malfunctioned and required maintenance. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.